Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is improper assembly during maintenance. The device was evaluated upon receipt. Unit did not cool in decontamination. Chiller electrical connection unplugged. Reconnected electrical connector for unit to cool. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU service: contact customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable. The arctic sun control module has been determined to have a six-year serviceable life. There are some components which experience wear and are expected to need periodic attention and replacement within that serviceable life. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 2 (pre-warm inlet pressure error), inlet pressure expects -7.0 actual 0.2. During functional check, the inlet pressure (ip) was unable to be maintained at -7 even with a circulation pump command (cpc) was of 78 percentage. Discussed this was indicative of a failed circulation pump. They stated they would order and replace the circulation pump onsite. Biomed stated they were following the service manual for replacing the mixing pump on sn # (B)(6) and had a few questions. Biomed stated they replaced the mixing pump, but now device was alerting 02 (low flow). Sn# (B)(6). Per sample evaluation results on (B)(6) 2025, unit did not cool in decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 2 (pre-warm inlet pressure error), inlet pressure expects -7.0 actual 0.2. During functional check, the inlet pressure (ip) was unable to be maintained at -7 even with a circulation pump command (cpc) was of 78 percentage. Discussed this was indicative of a failed circulation pump. They stated they would order and replace the circulation pump onsite. Biomed stated they were following the service manual for replacing the mixing pump on sn # (B)(6) and had a few questions. Biomed stated they replaced the mixing pump, but now device was alerting 02 (low flow). Sn# (B)(6). Per sample evaluation results on (B)(6) 2025, unit did not cool in decontamination.